Event description:
A complaint was received from a customer that stated when the customer used excel off brand reagent strips the only results that would display were f11 - code strip number and 94 mg/dl. No reliable blood glucose result to a diabetic could be a serious event. While on the phone an evaluation of the system was attempted. The customer did not have the requisite supplies to evaluate the system. These are being supplied. It was also explained to the customer that bayer does not provide or support the use of an off brand reagent. Follow-up with the customer will be made to continue the investigation.